Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to open the refrigerator due to remote manager failure. A field service engineer replaced the 12-foot pyxibus cable with a 15-foot cable as a precaution in case it was contributing to the issue. Identified that the drug the customer was attempting to access was not loaded in the device, which was why it did not open in remote manager as expected. Coordinated with the information technology (it) team to bring the ciisafe back online in remote support specialist (rss). Tested remote manager in hardware test application (hta), and the customer proceeded to reload the medications. All functions operated as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager had stopped working when connected to the safe, and the user had to use the keys to open the fridge location for an urgent patient request. The customer planned to update the vlan for that station in hopes of resolving its communication issues and had noted that there was no ip address or default gateway set in windows, needed configuration for dhcp. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.